Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set with large standard blood filter disconnected from the spike while fresh frozen plasma was being infused to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the return photograph revealed the spike was separated from the tubing. The reported condition was verified. The cause of the reported condition was determined to be lack of solvent during manual assembly. Should additional relevant information become available, a supplemental report will be submitted.